Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Olympus europa se & co. Kg (oekg) sent the subject device to a third-party laboratory for microbiological testing. The testing result cleared the german guideline. Olympus asked the facility to fill in the questionnaire about reprocessing practice of the user. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using peracetic acid. Olympus found a deviation from the instructions for use of the subject device that the biopsy valve, the air/water valve and the suction valve had not been brushed during reprocessing. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume it is unlikely that the reported phenomenon was attributed to the subject device because after oekg¿s reprocessing the microbiological test result cleared the german guideline.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg confirmed that there were scratches on the insertion tube and inside the instrument channel, loosening of the elevator channel plug, and dirt around the instrument channel outlet. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, coagulase-nagative staphyloccocci and micrococcus sp. Microbes were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.